Event description:
We were notified of an incident where a resident passed out due to lack of oxygen when an oxygen concentrator did not turn on 911 ws called. No additional data regarding the user is available. The device was returned for evaluation and no problem was found. The front and rear cover were scratched.